Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 31-may-2024. The infusion set was in use for less than 2 hours. The blood glucose level was 121-160 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.